Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.

Event description:
This is a spontaneous report by a baxter-(B)(6) from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010 the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized on (B)(6) 2010. On (B)(6) 2010, the patient began a seven-day course of remedial therapy with vancomycin (500mg, daily, ip), amikacin (250mg, daily, ip) and ceftriaxone (1gm, daily, ip). On an unreported date in 2010, the peritonitis resolved and the patient was discharged on (B)(6) 2010. Dianeal pd2 ultrabag therapy was ongoing.